Event description:
On (B)(6) 2012 at (B)(6) it was reported that the vacuum controller (vavd) serial number(sn): (B)(4) had a vacuum leak. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. The membrane was replaced and the device was cleaned and tested per the service protocol. (B)(4).